Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4058m58 lead, (B)(6) 1995. (B)(4).

Event description:
The patient reported that the implantable pulse generator (ipg) had moved. It was recommended to the patient that they see their cardiologist. Follow-up received from the physician's nurse revealed that the patient had been seen, there are no issues with the device, and "the device is doing good." The device is still in use. No patient complications have been reported as a result of this event.